Event description:
It was reported that; the guide inserter wouldn't work properly. Would not thread onto cage correctly.

Manufacturer narrative:
Catalog# is3089anc03, lot# mt8e05. Visual inspection, device histtory review, complaint history review, risk assessment; the inserter was returned for analysis and no damage on the inserter body/tip was observed. No relevant issues were found in the manufacturing records of the device lot. The reported event was caused by deviation for the surgical technique.

Event description:
It was reported that; the guide inserter wouldn't work properly. Would not thread onto cage correctly.